Manufacturer narrative:
Explant date: beginning of 2019 additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 15018021.

Event description:
It was reported that the patient had inadequate pain relief despite multiple reprogramming attempts. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded by the medical facility.